Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve using this delivery catheter system, multiple stents were placed to resolve a right iliac rupture. It was also reported that multiple units of blood products were administered. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was no indication that the dcs would be returned for analysis, and no allegation of a dcs defect or malfunction. (B)(4).